Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore, the complaint cannot be verified. No product was returned.

Event description:
On (B)(6) 2013, a diabetes support specialist reported that the patient was in the hospital with diabetic ketoacidosis. The reporter thinks the patient is not correctly performing insulin cartridge changes and not consistently priming the device. Air bubbles were found in the insulin cartridge and the infusion tubing. The patient's doctor is thinking of switching the patient to multiple daily injections of insulin. The patient stated that her blood glucose level was in the 400's mg/dl on (B)(6) 2013 and she was unable to get the level to come down. She went to the hospital and was given and IV of insulin for treatment. She was released the next day when her blood glucose level returned to normal. Her normal level is under 230 mg/dl. The insulin cartridge and infusion set were requested to be returned for product evaluation.